Event description:
It was reported that during a follow-up, the sensing threshold and the impedance had decreased and the capture threshold had increased. Fluoroscopy did not show movement or any insulation damage.